Event description:
During a routine follow-up, the device was interrogated; however, a message was seen stating the aida+ files were not read. The device was interrogated again, the same day, and all of the memories were accessible. The device remains implanted.

Manufacturer narrative:
On january 04, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4) message stating aida+ files not read. Method: since the device remains implanted, the files from the programmer that was used were reviewed. Result: the files showed that the actions were performed while aida was being processed, meaning the "stats reset" button was pressed at the same time the aida files was being written by the programmer. This is why no data was available at that time. Conclusion: since the files were successfully retrieved the same day and because this even did not lead to any pt issues, no further action is needed.